Manufacturer narrative:
The pump was programmed and monitored for 2 days. No pump error 24, frozen screen or blank display noted during testing. However, pump error 24 was confirmed in the pump history review. Pump error 61 noted in the pump history file. The pump responded properly to keypad presses. No keypad unresponsive noted during testing. No damage noted on the keypad traces. No stuck button alarm/button error alarm noted. The pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and force sensor. The motor had moisture damage. The pump had unexpected pump error 23 on (B)(6) 2023 at at 9:31am, pump error 49 at 9:31am, pump error 68 on (B)(6) 2023 at 9:31am after battery change, high active current measurement/unexpected battery power loss anomaly, pump error 75 during self test (B)(6) 2023 at 9:33amand unexpected pump error 25 on (B)(6) 2023 at 9:00am and at 9:31am when testing/monitoring. Using a the original pcba 2 and a test pcba 1, there was no pump error 23, pump error 49, pump error 68 after battery change, no high active current measurement/unexpected battery power loss anomaly, no pump error 75 during self test and no pump error 25 during testing noted. The pump had unexpected pump error 23 on (B)(6) 2023 at at 9:31am, pump error 49 at 9:31am, pump error 68 on (B)(6) 2023 at 9:31am after battery change, high active current measurement/unexpected battery power loss anomaly, pump error 75 during self test (B)(6) 2023 at 9:33amand unexpected pump error 25 on (B)(6) 2023 at 9:00am and at 9:31am when monitoring due to corroded pcba 1. The following were noted during visual inspection: scratched display window cover, scratched case, cracked case at the battery tube side, faded end cap address label, pillowing keypad overlay, and stained cracked keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 21-jun-2023 in the pump history file. (B)(6) 2023 21:16:00.000 alarmalertnotification faultnumber = power failure alarm (24) (B)(6) 2023 21:18:29.000 batteryremoved (B)(6) 2023 21:18:29.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:19:30.000 batteryinserted (B)(6) 2023 21:23:57.000 alarmalertnotification faultnumber = hardware error alarm (63) linenumber = 341 filenumber = 522 variableinfo = 0c (B)(6) 2023 21:23:58.000 batteryremoved (B)(6) 2023 21:23:58.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:24:30.000 batteryinserted (B)(6) 2023 21:24:38.000 alarmalertnotification faultnumber = trace check error (68) (B)(6) 2023 21:24:53.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 21:31:00.000 alarmalertnotification faultnumber = power failure alarm (24) (B)(6) 2023 21:41:00.000 alarmalertnotification faultnumber = power failure alarm (24) (B)(6) 2023 22:31:58.000 batteryremoved (B)(6) 2023 22:31:58.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 22:40:56.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 22:41:12.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6) 2023 22:41:24.000 alarmalertnotification faultnumber = batt out limit (6) the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Power failure alarm (24), hardware error alarm (63), pump error 68, pump error 23 and batt out limit (6) were due to corroded electronic assembly. Power failure alarm (24) confirmed. Hardware error alarm (63) confirmed. Pump error 68 confirmed. Pump error 23 confirmed. Batt out limit (6) confirmed. There were no unexpected pump errors/alarms noted 1 week prior to the event date 06-mar-2023 in the pump history file (svn 000315410075). The pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat. Unable to complete the functional testing (self test) due to unexpected pump error 75. Unable to confirm alleged hyperglycemia. Pump error 24 not confirmed during testing, however, pump error 24 was confirmed in the pump history file. Frozen screen not confirmed. Blank display not confirmed. Keypad unresponsive/button error alarm not confirmed. Charge/battery lasts less than expected confirmed. High sleep current measurement confirmed. Pump error 68 after battery change confirmed. Pump error 49 after battery change confirmed. Pump error 23 after battery change confirmed. Pump error 75 during self test confirmed. Pump error 25 confirmed during pump monitoring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia along with the pump was not working and display was blank. Customer mentioned the internal power source in the pump was unable to charge. No further patient complications were reported. Troubleshooting was performed, customer reported th blood glucose value during time of event was 507 mg/dl. The blood glucose value during time of hospital was 187 mg/dl. The blood glucose value during time of call was 200 mg/dl. Customer was treated in emergency room for three hours. Customer mentioned the pump was just started beeping and the buttons were not responding. Customer was unable to clear the alarm. The customer was using the insulin pump within 48 hours and it was unknown if the auto-mode/smartguard feature was active at the time of high blood glucose event.   The device will be returned for analysis.